Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the micro tornado hand piece with hand controls is broken could not be confirmed. However, on inspecting the device, further deficiencies were found to be impairing the device function. There was a short circuit in the motor cable. The motor cable was replaced. The complaint device was repaired, tested, and found to be fully functional. However, since the reported complaint of the device being broken was not confirmed, the root cause for the reported failure was undetermined. Also, given the information provided we cannot discern a definitive root cause for the short circuit in the motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/08/2018 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado handpiece with hand controls is broken.